Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at the site event on 15-may-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The patient resolved the event by changing supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
E1: (B)(6).